Event description:
There was no reported patient impact associated with this complaint. The patient's mother contacted animas on (B)(6) 2012, to report a power issue with the subject pump. The patient's mother reported that the pump have a low battery warning on the morning of (B)(6) 2012. In response to the low battery warning she replaced the battery; however, the pump would not power back on. The reporter claimed she then inserted another new battery from a different pack and issue remained unresolved. The patient's mother informed customer support that she could hear audible tones coming from the pump. At the time of troubleshooting, the patient denied any visible damage to the pump's casing or battery cap. The alleged power issue remained unresolved.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed no activity outside normal use. Power on resets was observed in the black box. The battery that was returned with the pump for investigation did not have any visible damage and was able to be fully tightened onto the pump. The battery cap passed functionality testing and was noted to be within specifications. There was no damage to the battery compartment. The keypad cover was noted to be torn at the up arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, all keypad buttons were normally responsive and had normal spring back and click. The keypad cover was removed for investigation and revealed contamination under the contact of the contrast button. The pump cover was removed and did not reveal evidence of moisture or damage to the power circuit. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The intermittent power complaint was verified in the pump history but was not able to be duplicated during investigation.